Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313 k172831 k191910. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from 2025-03-04 were investigated. A terumo 20ml syringe was selected and the infusion started with a rate 0,20ml/h and a dose rate of 2.000 mg/hour at 6:45am. At 10:14 am the rate was change to 2ml/h and the dose rate was change to 20.000mg/hour. At 1:49pm the infusion was stopped and the syringe was extracted. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
According to the event description: the wrong dosage was given to patient. Settings was pushed from rover. Suppose to run at 20mg but ran 2 milligrams an hour (mg/h). User was using drug library and information was pushed from rover. No patient complications were reported as a result of this event.